Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2009-02232 for the other associated device info. It was reported to boston scientific corp that two extractor rx retrieval balloons were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure of the common bile duct (cbd). Pt's age and weight were not provided. Per the complainant, after the second sweep of the cbd, the balloon broke while inside the pt. A second balloon was obtained. The second balloon also broke while inside the pt. The procedure was completed with a third extractor rx retrieval balloon. It was noted that no part of the balloon detached inside pt. There has been no report of complications or pt injury related to this event. Pt's status post procedure was fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.